Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a motor error alarm during a bolus delivery. The mother stated the son's blood glucose was 116 mg/dl the previous night. It was also found the customer was able to complete the rewind sequence on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.